Event description:
It was reported that the customer went to the emergency room due to a blood glucose level range of 576 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2026 with no permanent damage. Reportedly, a cartridge alarm occurred. A cartridge change was performed resolving the issue.